Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Please note that medtronic hereby redacts report number 2649622-2012-01467, as the report was filed on the incorrect device. A new report will be filed using the correct device serial number. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was atrial pacing with ventricular safety pacing every other beat, and that high rates showed possible p-wave undersensing. Possible noise was also reported. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was atrial pacing with ventricular safety pacing every other beat, and that high rates showed possible p-wave undersensing. Possible noise was also reported. The atrial lead remains in use. No patient complications have been reported as a result of this event. It was reported that there was confusion regarding atrial high rate observations on quick look and the fact that trends were not cleared before each session. It was also reported that there was atrial pacing with ventricular safety pacing every other beat, and that high rates showed possible p-wave undersensing. Possible noise was also reported. The dual egm (electrocardiogram) issue was also noted. The atrial lead and the device remain in use. No patient complications have been reported as a result of this event.